Manufacturer narrative:
(B)(4) date sent: 3/18/2026 d4 batch #: z7033r. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a set of images submitted for evaluation. Two image were provided by the customer. Image img_0227 shows label with lot number z7033r. Image img_0228 shows a har1136 device with the blade tip broken off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Based on the photo, the reported event was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number z7033r, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device alerted and show replacement new. No patient consequence reported.